Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol kugel patch device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard; not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol kugel patch. The patient is making a claim for an adverse patient outcome against the kugel patch. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol kugel patch. The patient is making a claim for an adverse patient outcome against the kugel patch. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with right indirect inguinal hernia thereby underwent open repair with the implant of kugel patch (device #1). Per operative notes, "a large indirect sack was dissected away from cord contents. The hernia sac was dissected distally and approximately at the level of anterior iliac spine. A kugel patch (device #1) was placed in preperitoneal space and sutured." (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia and pain thereby underwent laparoscopic repair with the explant of kugel patch (device #1) and implant of 3dmax mesh (device #2). Per operative notes, "significant scarring of the peritoneum was noted. The previous mesh (device #1) was inverted upon itself. The most portions of mesh (device #1) was removed. A 3dmax mesh (device #2) was placed on the floor and secured with tackers." Attorney alleges that the patient had pain, mesh resection, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol kugel patch device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 months post implant of kugel patch, patient was diagnosed with hernia recurrence, pain, migration and scar tissue thereby underwent repair with removal of mesh. Per op notes, "the previous mesh was inverted upon itself." The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-feb-2016) is considered to be a best estimate. Updated fields: a2, b2, b3 (date of event), b4, b5, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.